Event description:
It was reported that the procedure was to treat a lesion in the atrioventricular (av) fistula in the right arm, heavily calcified and heavily tortuous. The 7x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion and when inflated to 6 atmospheres (atm), the balloon ruptured. During removal of the catheter there was slight resistance with the sheath due to the rupture and the balloon separated in pieces. The physician had to widen the access site and with hemostats removed the balloon pieces successfully. The physician confirmed there were no pieces left in the patient's anatomy. A different access site was used and a new balloon catheter was used to complete the procedure. The vessel was patent with no embolism noted. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported balloon rupture, difficulty removing, and separation resulting in unexpected medical intervention were likely due to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with the heavily calcified anatomy. There were no leaks reported during preparation, suggesting that the damage was not pre-existing. In addition, the difficulty reported during removal and separation of the balloon was likely the result of the ruptured balloon material catching on the introducer sheath during removal causing the balloon material to tear and separate radially. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.